Event description:
The condition found during event history review of a pump with a downstream occlusion set, which interrupted delivery, has been reviewed for reportability against the reportable malfunctions list (B)(4). The reported condition is considered a reportable event at this time. Specifically, the reported condition is reportable based on the reportable malfunctions list entry: device interruption of delivery. This alarm may have been a false alarm. Downstream occlusion set 9 of 37. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This report represents all information known by the reporter at this time.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation, and the reported condition was confirmed in the event history but not duplicated. This complaint is an ancillary of (B)(4). The device passed testing and no failure could be detected. The cause of the event is unknown. No repairs were performed to correct the reported condition. If any additional information is received, a follow-up will be sent.